Manufacturer narrative:
Eval summary: the analysis results found that the atw35 device was returned with the firing mechanism damaged and with no cartridge present. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were broken, no functional test was performed. It should be noted that a 100% inspections takes place during mfg to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at fgqa. No conclusion could be reached as to what may have caused the reported incident, as there was no cartridge returned for analysis. This and other similar events, should they occur, will be trended to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the mfg process.

Event description:
It was reported that during a gall bladder procedure, both devices would not fire. They got a new one to complete the procedure. There was no pt consequence. Both devices will be returned.